Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to water leak in head unit, the image has white dots, and due to poor watertightness of cable unit, water tightness is lost. Based on the results of the investigation, the reported malfunction was likely due to poor watertightness of the cable unit. The root cause could not be established; however, it is likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had slit in the wire, wires potentially exposed. The issue was found during set up. There were no reports of patient harm.